Event description:
A physician attempted an arteriotomy closure in the common femoral artery using the starclose device. The starclose vessel locator button would not stay depressed. The physician removed the starclose device from the pt and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device, the vessel locator button would not remain in the deployed position consistently. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".